Event description:
Caller alleging receiving discrepant inratio value. (B)(6) 2014 inratio 3.0, lab - under 2.0 (approximate values). Several hours between testing - exact time difference unknown. Patient's therapeutic range 2.0-3.0.

Manufacturer narrative:
The customer reported a discrepant high inratio inr result during testing on (B)(6) 2014. Accuracy comparison testing was not performed because a discrete inr value was not provided. The accuracy of the customer's inratio inr result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of retain testing data was performed. Retain strip resting results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Since the product associated with the complaint was not returned, further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.